Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. During troubleshooting with tandem technical support (tts), it was discovered that the customer was not completing the cartridge air removal step prior to filling the cartridge. Tts educated customer on proper load procedures. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.